Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 601 md/dl. The customer's other blood glucose was 545 mg/dl. The customer was given intravenous fluid, intravenous insulin, and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they had blood work done and blood glucose was at 545 md/dl. The customer was told to go to the hospital and when check her blood glucose was 601 mg/dl. The customer was told they went into insulin resistance. The customer also reported they received an insulin flow blocked alarm a couple of times but was resolved with a set change. The insulin pump will not be returned for analysis.